Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: at first, this product was able to be used without difficulty at follow up for the check of a cypher stent (rac). Then this product was used to lcx lesion because of pre imaging, the image was able to appear without difficulty, and a cypher 2.5/28 stent was placed. This product was re inserted in order to post imaging, but this device was unable to pass the cypher stent because the distal tip was contacted to the cypher stent's strut. The physician changed the position of the gc and gw several times. Finally, the image disappeared. The lesion was distal lcx of 90% stenosis with calcification. The vessel was normal. Gc: 6fr mach1 fl3.5, gw: renate, bc: maverick2 30/2.0, stent: cypher 2.5-28 and 3.0-23, inflation device: encore 26. Patient condition: fine.